Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. This report is being submitted to correct the following. The initial reporter and country is being corrected on this report to columbia. The narrative is being updated and corrected.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a ventilator during use. The female tracheostomy patient was using the device in the mode of CPAP, with a pressure support of 10, peep of 5, fio2 30%. It was alleged that the device stopped working, alarmed, and the screen turned red. The patient was manually ambu bagged during the transition from the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the evaluation has not yet been completed at this time. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer's quality product investigation lab for evaluation. During the device evaluation it was identified that the device alarmed for ventilator inoperable upon startup. A flow drift high error was observed in the error log. It was also identified that device log data was cleared on (B)(6) 2024 and only data from (B)(6) 2024 to (B)(6) 2024 was available. The device software was updated, and the device passed all additional testing.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use." To clarify, the device was in patient use at the time the initial ventilator inoperative error occurred. The device was not in patient use during the testing at the manufacturer's quality product investigation lab.